Event description:
During investigation testing, it was confirmed that ¿cassette not attached properly¿ error does appear in event log of the returned pump. This high-priority alarm occurred before infusion; however, if this error reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and ¿cassette not attached properly¿ error was observed in event logs history. The device was visually inspected, and no anomalies were noted related to the complaint. Customer allegation was confirmed. The cause of the reported issue was a defective downstream occlusion (dso) sensor. Upon successful completion of the repair followed by functional and accuracy testing, the device will be returned to the customer.